Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the errors by reviewing the error logs. The fse reproduced the error by processing a sample. Further troubleshooting steps revealed that the sample-z adjustment for the sample required adjustment. The fse adjusted the sample-z adjustment to specification then processed a sample with no errors. Additionally, controls recovered within the manufacturer's published ranges. The aia-900 analyzer returned to normal operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 17may2018 to aware date 17jun2019. Five other similar complaints with error message 4053 were identified during the search period. The aia-900 operator's manual, section 12 flags and error messages, states the following: [2064] specimen level detect failure cause: the level of a [rack ID, rack, position, specimen ID] specimen was not detected even when the specimen diluent tip was lowered to the bottom of a container. An ss flag will be attached to the assay results. Action: confirm that the set position of the specimen is correct, and also that the capacity of the container is adequate. If the trouble reoccurs, contact the tosoh local representatives. [4053] sorter-z home overrun cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. [4081] d.lane-x home not detected cause: the home sensor s030 failed to be activated after the dispensing lane moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s030 and pm030 for a possible malfunction. The most probable cause of the reported issue is due to the sample nozzle requiring adjustment.

Event description:
A customer reported receiving error messages: 2064 specimen level detect failure, 4053 sorter-z home overrun, 4081 d.lane-x home not detected, and mf flags while attempting to operate the aia-900 analyzer. The customer received error message 2064 when the analyzer was sampling from a whole blood tube; however, if the sample is analyzed in a sample cup, the sample would be processed without error. Additionally, the customer attempted to calibrate and received error message 4053. Technical support advised the customer that a periodic maintenance (pm) is recommended since the analyzer has not been in operation for several months. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.